Event description:
Pt is experiencing problems with the referenced devices alarms and batteries on the new model replacements they are being provided. The pumps 07 alarm, a system failure alarm, routinely goes off. Pt contacted the dealer and was told that this problem was due to low battery output and to replace the battery. Pt states that the low battery alarm never did not go off, but as they were replacing the battery, it fell apart. They returned this pump; however, they are having the same 07 alarm problems with the replacement pump. Pt contacted the MFR and was told again that there was a problem with the batteries which was causing this problem even though the battery alarm (there is an alarm for each battery) did not go off. However, pt did not replace the batteries this time. They only took the batteries out, cleared the alarm and put the same batteries back into the pump. There was no alarm indicating that there was a problem with the batteries and the pump began working. Pt believes that the problem is related to more than just the batteries. Pt had used the previous model pump (hv-100) for 4 yrs with relatively few problems. Pt also stated that when they asked the MFR why they had not notified the users when they knew there was a problem with the batteries. Pt was told that they did not believe that it was necessary. The MFR also told pt that they had notified the FDA.